Manufacturer narrative:
UDI updated; manufacturing date updated.

Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The representative noted the emitter placement was the issue and the cases following the incident had no errors. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system being used in a function endoscopic sinus surgery (fess) on (B)(6) 2018. It was reported that the site was having issues tracking the straight suction. The health care professional (hcp) verified the suction without issues initially. The hcp switched to use a different instrument and took the straight suction out of tracking range. When the hcp switched back to the straight suction and brought it back into the tracking range it would not track. The hcp tried to re-verify the straight suction multiple times unsuccessfully. The hcp used a different suction for the remainder of the case. No impact on patient outcome.